Manufacturer narrative:
Device code 1212 relates to component codes 463 and 3038.(B)(4).

Event description:
It was reported that during an embolization treatment procedure, a guide wire became stuck to a catheter. Vascular access was obtained via the portal vein. The target lesion was located in the mesenteric artery. An unknown manufacturers 5 french catheter and this 180cm x 135cm renegade "hi-flo, fathom" system were advanced to the mesenteric vein. The physician attempted to retract the fathom quick wire when it became stuck on the renegade microcatheter. The renegade "hi-flo, fathom" system was removed from the patient intact. The procedure was completed with another 180cm x 135cm renegade "hi-flo, fathom" system. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during an embolization treatment procedure, a guide wire became stuck to a catheter. Vascular access was obtained via the portal vein. The target lesion was located in the mesenteric artery. An unknown manufacturer's 5 french catheter and this 180cm x 135cm renegade hi-flo fathom system were advanced to the mesenteric vein. The physician attempted to retract the fathom quick wire when it became stuck on the renegade microcatheter. The renegade hi-flo fathom system was removed from the patient intact. The procedure was completed with another 180cm x 135cm renegade hi-flo fathom system. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and a full dimensional inspection was completed. Visual / microscopic exam found that the bsc fathom guidewire was returned within the microcatheter shaft. The proximal end the fathom guidewire was damaged as a result of handling. The distal end of the guidewire was doubled back on itself within the tip of the microcatheter. The proximal end of the microcatheter was damaged (5cm to 8.5cm from the proximal). Functional test was performed and could not be carried out because the guidewire could not be removed from the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).